Event description:
A consumer reported that following bilateral intraocular lens implant surgery, her near vision is far worse than before the surgeries and she is experiencing a fluttering sensation that makes it difficult to focus and interferes with reading. Additional info has been requested from the implanting surgeon. Od-MDR # 1119421-2006-00290. Os-MDR # 1119421-2006-00291.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.